Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. No other info was provided by the hosp. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspeciton of the returned device shows that the shaft is bent and the weld joint is broken. The scope will be sent for further assessment.